Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. Outputs were adjusted and no loss of capture (loc) was present. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).